Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a pinhole in the balloon material. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A microscopic examination identified that the shaft polymer extrusion was severely stretched and completely detached at approximately 170mm proximal of the proximal balloon bond. This type of damage is consistent with excessive tensile force being applied to the device. A visual and microscopic investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the hypotube of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon ruptured occurred. Vascular access was obtained via radial artery approach across the anastomosis. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified cephalic vein. A 3.50mm/140cm/1.5cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon fifth inflation at 8 atmospheres for 30 seconds. The balloon was then simply pulled out from the patient's body. The procedure was not completed due to the same device not available. No complications were reported and patient condition is good. It was further reported that the procedure was performed for a dialysis patient. The device was delivered from the artery and dilatation was performed over the arteriovenous anastomosis. During removal after inflation, the balloon became trapped with something and was stuck. It was then noted that the shaft detached and was removed by dissecting the vessel. Per physician, the noted shaft detachment was due to the device becoming stuck near the vessel anastomosis part. However, the cause of the device being stuck is unknown.

Event description:
It was reported that balloon ruptured occurred. Vascular access was obtained via radial artery approach across the anastomosis. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified cephalic vein. A 3.50mm/140cm/1.5cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon fifth inflation at 8 atmospheres for 30 seconds. The balloon was then simply pulled out from the patient's bod. The procedure was not completed due to the same device not available. No complications were reported and patient condition is good.

Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a pinhole in the balloon material. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A microscopic examination identified that the shaft polymer extrusion was severely stretched and completely detached at approximately 170mm proximal of the proximal balloon bond. This type of damage is consistent with excessive tensile force being applied to the device. A visual and microscopic investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the hypotube of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon ruptured occurred. Vascular access was obtained via radial artery approach across the anastomosis. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified cephalic vein. A 3.50mm/140cm/1.5cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon fifth inflation at 8 atmospheres for 30 seconds. The balloon was then simply pulled out from the patient's bod. The procedure was not completed due to the same device not available. No complications were reported and patient condition is good.